Event description:
Customer received a result of 22 mmol/l on aviva system 1 and a result of 9.0 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 491761, expiration date 10/31/2014). Reference medwatch report with (B)(6) for the suspect device used in system 1.